Manufacturer narrative:
Due to characterization limit e1: event site name: (b6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic balloon pump (iabp), there was pim and manifold malfunction found during pre-delivery inspection, there was no patient involved.